Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted and turns within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was placement difficulty on the lead. It was noted the screw-in mechanism could not be fully retracted. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.